Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was experiencing pain at the ipg site after losing weight. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced, resolving the issue.